Event description:
It was reported to boston scientific (bsc) that the referenced zero tip nitinol stone retrieval basket was used during a ureteroscopic lithotripsy (ursl) procedure performed on (B)(6) 2024. During the procedure, the basket wire and basket tip got damaged while capturing the stone. The surgeon decided to cut the basket off and left the basket in the kidney of the patient. The procedure was not completed. On (B)(6) 2024, a percutaneous nephrolithotomy (pcnl) was performed where the damaged basket was removed using forceps and short pulse was used for the kidney stone. Following the pcnl, the patient condition was stable, and the kidney stone was clear.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of basket wire break. Block h2: patient code and impact code corrected.

Event description:
It was reported to boston scientific (bsc) that the referenced zero tip nitinol stone retrieval basket was used during a ureteroscopic lithotripsy (ursl) procedure performed on (B)(6) 2024. During the procedure, the basket wire and basket tip got damaged while capturing the stone. The surgeon decided to cut the basket off and left the basket in the kidney of the patient. The procedure was not completed. On (B)(6) 2024, a percutaneous nephrolithotomy (pcnl) was performed where the damaged basket was removed using forceps and short pulse was used for the kidney stone. Following the pcnl, the patient condition was stable, and the kidney stone was clear.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of basket wire break. Imdrf patient code e2008 is being used to capture the reportable event of unretrieved device fragment.